Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest and pulseless electrical activity. The patient was treated with cardio-pulmonary resuscitation (CPR). It was unable to be determine if the stored rhythm was a spontaneous deteriorated ventricular arrhythmia or CPR with biventricular pacing and rate response induced by chest compression with the right ventricular (rv) lead  and left ventricular (lv) lead exhibiting possible oversensing and undersensing during the event. The cardiac resynchronization therapy defibrillator (crt-d), rv lead and lv lead remain in use. Additional information regarding this event was requested and not received. No further patient complications have been reported as a result of this event.